Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was dropped in the bathroom. It was stated that the bottom has completely come off of the insulin pump. Blood glucose value is 6.3 mmol/l. Nothing further reported.